Event description:
It was reported that the outer shaft of the catheter was broken and detached. A direxion hi-flo transend-18 system was selected for use. During the procedure, when the microcatheter was introduced through a non-bsc device with the transend 18 guidewire, the outer shaft of the microcatheter broke and detached. The device was replaced and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the outer shat of the catheter was broken and detached. A direxion hi-flo transend-18 system was selected for use. During the procedure when the microcatheter was introduced through a non bsc device with the transend 18 guidewire, the outer shaft of the microcatheter broke and detached. The device was replaced and the procedure was completed with another of the same device. No patient complications were reported. Device evaluated by MFR.: the device was returned for evaluation. A microscopic examination of the shaft revealed damage in the form of fractured shafts in 2 locations. The 1st location was 56.2cm from the hub and the 2nd location was 59.5cm from the hub. The device was not completely separated the inner liner was still attached. The shaft showed a kink 21.4cm from the tip. This device is compatible with a 5fr guide catheter which is stated in the customers returned statement as the catheter used. No other damage or irregularities noted during product analysis.